Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer was not calling back after installing a new battery, monitoring pump for 2 hours, and frozen display recurred. Customer stated that the they received multiple pump error alarm and insulin pump was cracked along with battery compartment. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged unresponsive keypad, faded/partial display, cosmetic damage at battery compartment, exposure to moisture, and multiple insulin pump errors alarms found on july 15, 2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. Insulin pump passed self-test. No unexpected multiple insulin pump error alarms during testing. Insulin pump error alarm found in history on july 15, 2022 at 15:07:59.000. Insulin pump error alarm found in history on july 15, 2022 at 15:07:59.000. Insulin pump error alarm found in history on july 15, 2022 at 15:09:15.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, label damage (faded end cap), and corroded battery tube. The insulin pump passed the keypad voltage test. During visual inspection, the connector on electric board 1 was not unlocked and no physical damage or moisture damage was noted to the keypad assembly. Unresponsive keypad not confirmed. Faded/partial display not confirmed. Exposure to moisture confirmed in corroded battery tube. Multiple insulin pump errors not confirmed. Cosmetic damage confirmed at battery tube threads and battery tube case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.